Manufacturer narrative:
Summary of evaluation: evaluation results as rec'd from howmedica leibinger gmbh indicate that this event would not be user related. Additional info: this event was reported as a serious injury due only to a reported delay in surgery time.

Event description:
The fixation pins broke during insertion. The pins were removed from the bone and the distractor body was "swiveled" and fixed with longer pins from the set. This event is being reported as a serious injury due to surgical delay.